Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during drain 3 of 3. The alarm was found after the home patient (hp) had disconnected from the device. The patient then reconnected. During troubleshooting, the technical service representative (tsr) assisted the patient to disconnect and end therapy. The hp finished therapy using manual supplies. There was no patient injury medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. The cause of the issue was determined to be use error, as the patient had improperly disconnected from the set. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect to therapy after properly disconnecting. If additional relevant information becomes available, a follow up medwatch will be submitted.